Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported finishing the byte treatment awhile back but the bottom teeth are not in the desired position. The patient went to a dentist and was told the aligners may be causing some recession of the gums and the patient is concerned.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.